Manufacturer narrative:
Ees #.980222/c, device-b. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic vaginal hysterectomy, the surgeon reports the staples did not form when the atw35 staplers were fired and they attempted the procedure with two staplers. There was a short delay in surgery when bipolar was required to coagulate. On 1/13/98, the rep reported it was the surgeon's opinion the atw35 staples did not form on a couple of firings and he removed them. Removing the staples resulted in a little bleeding, this was coagulated with bipolar and added approx 5 minutes to or time. A new atw35 was used and fired, with the same results. The surgeon's assistant fired the last firing. When the rep received the device, he stated reloads were fired onto paper and the staples formed properly.